Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 3/28/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause of high control results and e-5 errors are due to improper handling and storage: missing chemistry and residual dried chemistry. (B)(4).

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the blood sample was absorbed. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Blood test performed during call on (B)(6) 2017 produced result of e-3. Customer stated he stored strips in a closet but that the strips fell out of the container into water. Customer stated he patted them off and placed them back into the container. Customer stated he has been getting error message ever since. The test strip lot manufacturer's expiration date is 04/13/2018 and open vial date was undisclosed.